Event description:
This metal implant was put in rt tmj on 1/12/94. Since rptr has had severe chronic pain, numbness, infection, and it pops and cracks at times, rptr finds it is iimpossible to chew or open her mouth very far. Rptr was informed that the tissue and bone has deteriorated and possible the device has broken. Rptr has chronic pain that radiates up through this rt side of her head and down through her neck and shoulders. Rptr has to go to the hosp every couple of months to have it manually manipulated and she is on stadol, because the pain is unbearable.